Event description:
The advocate alleged that control tests were performed using the customer's contour system and the result was 247 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. The customer did not have any of the test strips left that gave the high readings, so no product will be returned.